Event description:
Pt undergoing thrombolysis of left upper extremity arterio-venous graft. On inflation of the fogarty balloon the distal tip dislodged. This was successfully retrieved by the physician and the procedure concluded without further incident and no harm to pt.